Event description:
It was reported the asymptomatic patient presented remotely via merlin.net. Upon review of the transmission, it was observed the implantable cardiac defibrillator (ICD) was post-paced t-wave oversensing. Programming changes were made. The patient was in stable condition.